Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that about 2 weeks ago patient suddenly started feeling shocks in the vagina area so emailed the managing doctor to let him know. It was happening between 4-6 times a day randomly. They changed the program and lowered the stimulation to where patient can feel it but it is not as intense, but it kept happening. They changed back to program 1 and lowered the number which is better but patent had a loss of therapeutic effect. The doctor emailed back and said to contact medtronic. No falls or traumas. The patient was redirected to their healthcare provider to further address the issue. Recommended keeping amplitude low enough to be comfortable until they can follow up with managing physician. Reviewed patient may need to follow up with implanting physician as they may be more familiar with the therapy and able to evaluate the status of the device. Reviewed option to continue trying different programs as well.